Manufacturer narrative:
A siemens healthcare diagnostics inc. Fse (field service engineer) was dispatched to the customer site for instrument evaluation. After evaluating the instrument and instrument data, the fse replaced the selector valve, and aligned and calibrated it. The fse also cleaned the perox vsc (vacuum shuttle chamber), ran qc material and adjusted the gains and calibration. The fse concluded that the cause of the discordant cbc results was due to a malfunctioning selector valve. The qc results were in range. The instrument is performing according to specifications. No further evaluation of the system is required.

Event description:
Discordant cbc (complete blood count) results were obtained with 2 patient samples on an advia 2120 analyzer, sn (B)(4). The laboratory questioned the initial results for both patients, and the samples were run on the laboratory's other advia 2120 analyzer. The discordant cbc results for these patients were not reported to the physicians. There were no known reports of patient treatment being delayed, altered, or prescribed. There were no known reports of adverse health consequences due to the discordant cbc results.